Manufacturer narrative:
The eval of this failure is based on info provided by the customer. The limited available info is indicative of a failure of the pt connector assembly. However, we were unable to confirm this because the device was not returned to philips for eval.

Event description:
The customer reported that the defibrillator intermittently failed to discharge.